Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg 400-550 mg/dl). Customer alleged pump was not supplying insulin. Pump supplies were changed and insulin injection was administered to address bg. System check was performed and no device issue was identified. Customer acknowledged pump was delivering insulin. Recommendation was made for the customer to discuss the event with a healthcare provider.